Manufacturer narrative:
This MDR is a duplicate of MDR 9610617-2025-01896. Therefore this MDR is being retracted. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the small nut with the prismatic light deflector fell off. The consultant surgeon conducted a comprehensive check of the oropharynx, larynx, and trachea to ensure that there was no foreign body left behind. Additionally, a chest x-ray was also taken to ensure that nothing remains in the patient's cavity".